Event description:
The customer contacted heartsine to report that upon testing their device was not working. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine evaluated the device and was not able to reproduce any issues with the device. The investigation noted in the software log a failed a self test due to a low battery, which then provided the user with a "warning low battery" message. The customer received a replacement device and this device was archived by heartsine. The cause of the reported issue was traced to the user performing unnecessary testing. The device is designed to alert the user to fault conditions as part of its self-test and status notification system. There was no device malfunction.

Event description:
The customer contacted heartsine to report that upon testing their device was not working. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.